Event description:
The end user reported a transport wheel allegedly detached from the stair chair. The end user stated it was noticed in between transports. There was no allegation of patient involvement or injury associated with the reported issue. The stair chair was returned to manufacturer for a visual and functional evaluation. It was confirmed the wheel of the chair had not detached but was loose and beginning to fall out. Replacement wheels were installed on the chair. The chair was confirmed to be operating according to specification and was returned to the end user.